Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed error message code "cannot dump" on the monitor screen while performing 100 joules self test. The complainant indicated that there was no pt involvement in the reported failure.